Event description:
During valve alignment in the descending aorto in a transfemoral tavr procedure, guidewire position in the left ventricle was lost. The operator attempted to remove delivery system through the sheath, but the valve began to push off the balloon towards the tip of the delivery catheter. The valve was then advanced into the descending aorta, well above the mesenteric artery and below the left subclavian artery. The valve was deployed with good apposition and flow following deployment. The guidewire access was restored and a second valve successfully placed in native annulus.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.